Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse opened the secondary IV package, spiked the tubing with mag and started the pump. She then noticed it was leaking from below the roller clamp and onto the floor while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed a curve shaped pinch on an area of the tubing approximately 9 1/2 inches below the drip chamber. The pinch was located below the applied roller clamp and measured approximately 0.4 inches long. Inspection of the set package showed a straight crease/scrape along either the front or back of the packaging, measuring approximately 0.45 inches long. A hole was observed at one end of the crease/scrape. Functional testing was performed; a leak was observed coming from the bottom end of the pinched area on the tubing. Further inspection of the bottom of the tubing pinch under magnification showed a cut through the tubing measuring approximately 0.07 inches long. Further inspection of the tubing where the roller clamp wheel had been applied showed no similarity to the pinch damage. The root cause of the damage was not identified; however it likely occurred while still in the set packaging due to the observed damage on the set package.